Event description:
The patient was involved in a motorcylce accident and fractured his clavicle. A clavicle plate was implanted. Four weeks later, two of the six screws were broken. The plate and all screws were explanted.

Manufacturer narrative:
The plate was examined under magnification. There is some slight discoloration on the underside of the plate consistent with rubbing against the broken end of the bone. There are slight scratches on the top of the plate, consistent with marks left by clamps during implant or explant. Additional mdrs associated with this event: MDR 3025141-2014-00234: screw 1. MDR 3025141-2014-00235: screw 2. MDR 3025141-2014-00236: screw 3. MDR 3025141-2014-00237: screw 4. MDR 3025141-2014-00238: screw 5. MDR 3025141-2014-00239: screw 6.